Event description:
A report was received that the patient had not been able to charge the ipg and that it would not link. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had not been able to charge the ipg and that it would not link. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the charging issue started right after the patient had a fall. No device malfunction was suspected.

Event description:
A report was received that the patient had not been able to charge the ipg and that it would not link. The patient will undergo a revision procedure wherein the ipg will be replaced.